Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved occurred on an unspecified date and involved a unspecified intravenous primary IV set, it was stated in the report that they are getting readings that the line is occluded. There was unknown patient involvement and unknown patient harm reported.